Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous lesion in the diagonal vessel. The 2.5 x 20 mm trek balloon catheter was advanced for pre-dilatation, and heavy resistance was noted through the ostium. An attempt was made to dilate the balloon to an unknown pressure; however, the balloon would not inflate at all. The trek was removed without issue and a new 2.5 x 20 mm trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.